Event description:
Patient developed a full thickness skin injury/burn after a surgical procedure. One factor that may have contributed to the injury, was the or light used may not have had a uv filter in place at the time of surgery. The skytron lights design allows for the light to be operational without the required u/v filter.